Manufacturer narrative:
Photographic device evaluation: a review of the device through photographs noted, no observations. As all reported adverse events are physiological in nature.

Event description:
Physician reported, left side late seroma. Ultrasound, MRI and needle aspiration has been performed. Subsequently, medical reports identified, "calcification¿, ¿adhering to the prosthesis¿. And ¿prosthetic body found to be displaced. Anteriorly and extra-rotated in relation to the control side". The device has been explanted.

Manufacturer narrative:
Continued h6 (health effect - impact code): f15 - recognized device or procedural complication. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Physician reported late seroma. Ultrasound, MRI and needle aspiration has been performed. Subsequently medical reports identified, "calcification¿, ¿adhering to the prosthesis¿, and ¿prosthetic body found to be displaced anteriorly and extra-rotated in relation to the control side". Device remains implanted. This relates to the left side.

Manufacturer narrative:
Visual analysis of the photographs identified: adhesion: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Malposition: unable to observe since it is not related to the device. Flipping: unable to observe since it is not related to the device. Calcification: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma-late: unable to observe as it is not related to the device. Calcification: not observed calcification on the surface of the shell. Adhesion: unable to observe as it is not related to the device. Malposition: unable to observe as it is not related to the device. Flipping: unable to observe as it is not related to the device. Additional observations: observed deformation on the device. No further actions are required since no manufacturing issue is observed.

Event description:
Physician reported late seroma. Ultrasound, MRI and needle aspiration has been performed. Subsequently medical reports identified, "calcification¿, ¿adhering to the prosthesis¿, and ¿prosthetic body found to be displaced anteriorly and extra-rotated in relation to the control side". The device has been explanted.